Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin leaked from the device during cartridge preparation and use, with the user initially inserting the fill needle near the cartridge edge and later achieving a successful infusion set change when centering the needle; leaking was observed with two cartridges, and the user confirmed placing the cartridge into the device before connecting the luer. Symptoms included no reported adverse physiological effects. Outcomes included resumption of insulin therapy after supply replacement and successful set change. Investigation included user troubleshooting and education by customer support. Investigation of this case revealed a suspected cartridge-related leak consistent with improper fill technique or defective cartridges. It was concluded that the event involved a cartridge leak with resolution after corrective handling, and a device malfunction was suspected without clinical harm.